Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.

Manufacturer narrative:
During evaluation at the manufacturer's service center, errors related to the device's oxygen blending module were observed in the device error log. The device's oxygen blending module board was replaced to address the issue.